Event description:
An impella 5.5 device was inserted into the right subclavian artery in a 58-year-old male patient presenting in cardiomyopathy, and out-of-hospital cardiac arrest with cardiopulmonary resuscitation (CPR), and in scai stage e shock, prior to initiation of support. During the procedure, there was blood leaking around the introducer, due to the graft locks not tightening. The hemoglobin was stable. After the impella was removed, the surgical team noted tissue-like material on the outlet. No patient deficits were noted, and no treatment was required. The post-procedure is survived at explant. The impella functioned at p-4 at 2.2l/min with no issues. Thrombus (thrombosis) can occur due to inadequate anticoagulation. Thrombosis is an adverse event associated with impella's mechanical support.

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H10: added related report number.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: post procedural adverse event / thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
An impella 5.5 device was inserted into the right subclavian artery in a 58-year-old male patient presenting in cardiomyopathy, and out-of-hospital cardiac arrest with cardiopulmonary resuscitation (CPR), and in scai stage e shock, prior to initiation of support. Other medical history and/or comorbidities were not shared. During the procedure, there was a leak observed by the medical team around the introducer, due to the graft locks not tightening. The hemoglobin was stable as this was not a clinically significant leak/loss of blood. To remedy the fluid leak around the introducer they applied sutures to secure the graft locks. After the impella was removed, the surgical team noted tissue-like material on the outlet. No patient deficits were noted, and no treatment was required. The post-procedure is survived at explant. The impella functioned at p-4 at 2.2l/min with no issues. Thrombus (thrombosis) can occur due to inadequate anticoagulation. Thrombosis is an adverse event associated with impella's mechanical support. This impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the axillary insertion kit.

Manufacturer narrative:
B5: added updated clinical review and related report information. D6b: added explant date. H10: added related report number.